Event description:
Patient was revised after being in pain for the past two years. A fractured stem was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update (B)(4) 2013 - patient's medical records were received. Records indicate upon revision the patient's liner was found to have essentric wear. The patient's femoral stem was also found to be loose. The liner is being added to the complaint. The patient's dob: (B)(6) 1962. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records, including x-rays were received. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.